Event description:
It was reported that the bsc rep was wanting the data of this newly implanted cardiac resynchronization therapy defibrillator (crt-d) reviewed. Technical services (ts) reviewed and capture was confirmed on each paced beat and there was no oversensing or undersensing noted. The left ventricular (lv) lead pacing was inhibited intermittently. The thresholds were consistent with the implant measurements. This crt-d remains in service. No adverse patient effects were reported.